Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint (B)(4). Asr revision due to take place on (B)(6) 2012. Asr hip resurfacing system - left. Reason(s) for revision: pain and pseudo tumor. Update: patient details and additional reason for revision from surgeon confirmation and patient consent forms received 9 jan 2012. Doi - (B)(6) 2007, dor - (B)(6) 2012, left hip.